Manufacturer narrative:
The device was returned for evaluation. The returned delivery system was inspected visually and functionally. The device was unable to be de-aired and a small leakage was noted from the crimp balloon. Upon closer inspection, a small cut was observed on the crimp balloon just distal to the balloon shaft. No other kinks or abnormalities were observed on the returned device. Dimensional analysis of the double wall thickness was performed and the device and all measurements met specification. The device history review did not reveal any issues that could have contributed to this complaint. A lot history review did not reveal any similar complaints related to the reported event. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the june 2016 control limits for the trend category of ¿leakage¿. No instructions for use or training deficiencies were identified. During manufacturing, the commander delivery system underwent the following inspections: -the balloon catheter of all devices are 100% leak tested -all devices are inspected 100% by manufacturing and quality for the following unless otherwise stated: - guidewire inspection: removal of stylet, insertion of 0.035¿ diameter guidewire into the distal end of delivery system, and removal of the 0.035¿ diameter guidewire. Accept if guidewire can be inserted through entire length of device - entire device visual inspection under 2.85x minimum magnification for device damage (e.g. Kinks, cuts) - inflation and crimp balloon visual inspection under 2.85x minimum magnification for distorted/pinched folds -after manufacturing, the finished delivery system is inserted into the device packaging and a 100% inspection is completed for the following: -verify by visual inspection before passing product to the sealing station: the product has no obvious visual defect or damage these inspections during manufacturing indicate that it is unlikely that a manufacturing non-conformance. The complaint for balloon leakage was confirmed as a small cut was observed on the crimp balloon just distal to the balloon shaft. However, dimensional inspections of the returned device and a review of the affected DHR, relevant complaint history, lot history and IFU/training revealed no indication that a manufacturing non-conformance or training deficiency contributed to the complaint event. Furthermore, the review of manufacturing mitigations indicated that it was unlikely that the observed balloon damage was present during manufacturing as devices are 100% leak tested and visually inspected for defects. Based on the available information, it is possible that the balloon was damaged during handling of the balloon catheter and/or handling of other tools in close proximity to the balloon. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by the field clinical specialist, during preparation of the commander delivery system, leaking of balloon was noticed. System set aside and second system opened and prepped without issue.